Event description:
It was reported that the physician attempted to deploys a stent into the right renal artery and the stent failed to fully deploy. The physician was able to reposition the stent and all devices and instrumentation were removed from the pt. No injury assessed to the pt.

Manufacturer narrative:
Upon completion of the eval, a follow up report will be submitted. Associated files: medwatch submitted by user facility reported to be # (B)(4).